Event description:
The pt reported that the buttons are not always responding to presses, and the buttons feel like they do not press down as usual or spring back. The pt reports no exposure to water or trauma.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.